Event description:
I just got a new bottle of equate contact lens conditioning solution for rigid gas permeable. I used new bottle for the first time and the solution burned my eyes. I called number on bottle (B)(4) told them what happened. They sent me new bottle coupon for new bottle. Didn't pay the tax so now they switched solution. It's thick like syrup. Other was like water thickness. (B)(4) stopped carrying it for weeks and (B)(4) dosen't have replacement. (B)(4) has new and thicker product, new bottle. It just doesn't seem right. Eyes get burned. Product disappears, new one comes out, all covered up, just wanted you to know. Injury, no first aid or medical attention received. Retailer: (B)(4). Purchase date: (B)(6) 2013. This date is an estimate. Document number: (B)(4). Report number: (B)(4).